Event description:
It was reported that the patient was taken to the hospital by ambulance due to hyperglycemia. The patient's blood glucose level was 28 mmol/l (504 mg/dl) while the pod was worn on the abdomen between 5 and 24 hours. As treatment, the patient received IV fluids and insulin. The patient was discharged after 1 day. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.no lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.